Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 16.8 mmol/l (302.4 mg/dl). The pod was worn between 1 and 4 hours on the arm. It was noted that the cannula was bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be flattened, and the cannula length was out of specification at 29.4 mm. However, this damage did not prevent fluid from exiting the distal tip of the soft cannula. The cause and timing of this damage could not be determined. No signs of leakage were found along the fluid path during the leak test. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other defects or deficiencies were observed during the investigation.